Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump usb port was observed to be bent and subsequently, the customer is unable to charge the pump. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.